Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 32 mg/dl. Customer's current blood glucose level was 69 mg/dl. Customer was treated with honey and peanut butter. Customer declined to troubleshoot for low blood glucose level. The product will not be returned for analysis.